Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra meter was displaying the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 12pm). The patient manages their diabetes with an unspecified dose of metformin; however, the patient denied taking any action in response to the reported meter issue. As a result of the alleged issue, the patient reportedly developed a symptom of shaking nine hours later; however, the patient denied receiving any form of medical intervention/ treatment after the reported issue began. During troubleshooting, the csr noted the patient was using the correct test strips (per owner's booklet recommendation). The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly was unable to test their blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.